Event description:
Laparoscopic cholecystectomy - "trocar misfired requiring dr (B)(6) to reset device and accidentally injure pt, causing an extra puncture wound. The case was a lap chole, female pt who is (B)(6). Dr (B)(6) states that this happens on this particular trocar in every case of his."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.